Manufacturer narrative:
Continuation of d10: product ID 97755-s ,lot# ,serial# (B)(6). Implanted: ,explanted: ,product type recharger product ID 97745 lot# serial# nld136054n implanted: explanted: product type programmer, patient product ID 97755-s ,lot# ,serial# (B)(6). Implanted: , explanted: . Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: nlf146387n, ubd: , UDI#: b3: event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller stated they are having issues with the controller not powering on/going blank unresponsive. Caller stated that they first had an issue 3-4 months ago and then now recently it has been happening again more frequently. Caller stated they called the mdt rep who instructed them to reset the controller and stated that usually would resolve the issue but now it is not working. Caller stated then yesterday they were saw a mdt rep who instructed them to call patient services to request replacement if needed. Caller stated they don't know if the battery is going out or what the issue is. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed green light above screen; controller is 100 percent and implant is 80 percent. Caller confirmed no physical damage on recharger cord/pins caller then connected recharger and conf irmed charging excellent. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Pt says that they are having the same problems and now get a software problem screen with details: 1-intellis 2-3.6 3-58 4-wf_new. Pt then cleared their throat and stated "my throat has a problem this morning". Pt says rtm gets "pretty hot". A replacement recharger (rtm) was sent out. Additional information was received from a patient (pt). It was reported that they received the recharger (rtm) on tuesday and after they charged their implantable neurostimulator (ins), they had a hard time disconnecting the rtm cord from their controller. The pt stated they charged the controller and then a software problem message displayed intellis - 3.6 - 1546 - appmanager.c. The pt did reset the battery and the message cleared. The pt stated that they charged their ins last night and there was no further issues. Pt sent in replacement rtm without any device allegations.